Event description:
Olympus was informed that during an open liver/bowel resection, the thunderbeat handpiece was being used in the seal/cut model and an open circuit error was displayed on the generator. Upon visual examination of the handpiece, it was noted that the teflon pad was melted. A second thunderbeat handpiece was opened and shortly after experienced the same error. The procedure was completed with a third handpiece. There was no patient injury reported.

Manufacturer narrative:
The handpiece was not returned to olympus for evaluation as it was discarded by the user facility. The exact cause of the user's experience could not be conclusively determined at this time. However, teflon pad damage can result from continuous activation of the output without tissue between the probe and jaw. If additional information becomes available at a later time, this report will be supplemented.